Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg) had no telemetry, no magnet response, and was not pacing. The physician suspects early battery depletion. The patient had an underlying sinus rhythm at 55 beats per minute. The ipg was explanted and a new 1274 was implanted.